Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. The customer¿s blood glucose (bg) level was 555 mg/dl. As a result of the elevated bg, customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin, and was discharged from ER on (B)(6) 2024 with no permanent damage and the issue resolved.